Event description:
It was reported to boston scientific corporation on 01/21/2009, that a securi-t percutaneous replacement gastrostomy tube was used during a peg procedure performed in 2009. According to the complainant, the cap of the y-port was torn. The procedure was completed with the same securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.